Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (unknown) (unk mg/ml at unk mg/day) via an implantable pump for malignant pain. It was reported that the patient was in the  intensive care unit (ICU) and the healthcare provider (hcp) wanted to do a magnetic resonance imaginary (MRI).  The hcp called to asked for device implant information. The hcp noted that the reason for patient's current condition was unknown but they were looking if the pump may have malfunctioned causing withdrawal. The hcp also noted that they were waking the patient up from meningitis. The issue was not resolved through troubleshooting. It was mentioned that the hcp  called back regarding MRI labeling and wondering about scan time and sedation for the scan.

Manufacturer narrative:
H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp stated that the patient was not in withdrawal. The patient meningitis was not related to medtronic device or therapy and there was no device malfunction. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental MDR's are required unless additional information received makes the event reportable.